Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2019 . Product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was complaining that the pump was not working; she was not getting good therapy. The patient had fallen once on her pump on an unknown date and felt like the pump had been broken ever since. A dye study confirmed a catheter issue. The patient did not want the pump implanted anymore and wanted it removed. The patient¿s doctor offered to fix the catheter, but the patient opted out. The pump was removed.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2019 . Product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was complaining that the pump was not working; she was not getting good therapy. The patient had fallen once on her pump on an unknown date and felt like the pump had been broken ever since. A dye study confirmed a catheter issue. The patient did not want the pump implanted anymore and wanted it removed. The patient¿s doctor offered to fix the catheter, but the patient opted out. The pump was removed.